Manufacturer narrative:
Unique identifier (UDI): (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "darkness," bruising, swelling, and blood clot are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported approximately 6 months after injection with one syringe of juvederm voluma xc in the "back of the left hand," the patient developed cellulitis, swelling, darkness, bruising, and a "blood clot." An MRI showed nothing unusual. "Test" concluded that there was no infection. The patient was treated with antibiotics. The symptoms resolved an unspecified amount of time later. This is the same event and the same patient reported under MDR ID# juvederm voluma xc (allergan complaint #(B)(4)). This MDR is being submitted for the second suspect product, juvederm voluma xc, also a device manufactured by allergan.